Event description:
When screwing a 3.5mm locking screw into an acu-loc 2 vdr plate, a fracture was created in the shaft of the bone.

Manufacturer narrative:
Additional MDR associated with this event: 3025141-2015-00083: plate.